Event description:
It was reported that during a thyroid procedure, the teflon pad fell off and was broken. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.